Manufacturer narrative:
The customer's reports were observed during review of the device data logs. However, the device was put through extensive testing without duplicating the reports. He errors were cleared and the device passed through functional stress testing without the errors re-occurring. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device did not detect the attached electrode pads and failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.